Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on proximal rows 1 to 5 appeared undamaged. The remainder of the distal part of the stent was damaged, with stent struts pulled in a distal direction extending past the distal end of the distal marker band. The undamaged proximal section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip profile showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14jun2017. It was reported that crossing difficulties were encountered. The target lesion was located in the fibrotic left circumflex artery. A 3.00 mm x 16 mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.